Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
It was reported that on (B)(6) 2025, a 66-year-old male patient underwent a tracheostomy and used a suction tracheostomy tube and accessories, with no abnormalities during use. In the early morning of (B)(6) 2025, at 3 a.m., the patient suddenly developed shortness of breath, and his blood oxygen dropped to a minimum of 90%. There was pronounced rattling of phlegm, and the tracheostomy cannula was completely blocked by mucus plugs. The tracheostomy tube was immediately replaced at the bedside, and blood oxygen returned to normal after use. There was no reported patient harm.

Manufacturer narrative:
H1: correction.h3: no product samples, pictures, or videos were received for investigation. The complaint of tracheal tube blockage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.